Event description:
It was reported that infection was found to be staphylococcus aureus in a blood culture. The patient was treated with IV cefazolin. The patient has stage 3, chronic kidney disease, not on hemodialysis. The patient has heart failure, and the hospital is optimizing medications. The patient is stable. White blood cell count trending down and the patient has no further fever or chills.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events (infection, cardiac arrhythmia, and renal failure) cannot be conclusively determined through this investigation. The patient was hospitalized on (B)(6) 2020 due to a 2-day occurrence of ventricular tachycardia. Upon admission, the patient was noted to have an elevated white blood cell count and creatinine function. The patient is reportedly experiencing stage 3 kidney failure but is not on hemodialysis at this time. Cultures were collected and staphylococcus aureus was discovered in the blood. The infectious diseases department was consulted, and the patient was placed on intravenous cefazolin. A gallium scan was to be conducted in order to find the source of the infection. The patient¿s heart failure management was also optimized during the admission, with heart failure medications being adjusted, discontinuing entresto, and administering diuretics as needed. An echocardiogram, computerized tomography scan, and transesophageal echocardiogram were also conducted during the patient¿s hospitalization. The patient remains ongoing on (B)(6) in stable condition and no further episodes of ventricular tachycardia have been reported at this time. The patient¿s white blood cell count is trending downwards, and they have not experienced any further fevers or chills. The heartmate ii lvas IFU lists infection, renal failure, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the heartmate ii left ventricular assist system. The IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection. The heartmate ii lvas IFU lists infection, renal failure, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. The heartmate ii lvas patient handbook contains instructions on preventing infection no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for arrhythmia on (B)(6) 2020. There were no alarms for this event. The patient had ventricular tachycardia twice and was noted to have an elevated white blood cell count as well as creatine function. The patient is. Currently in the hospital for antibiotics and heart failure management. The patient is currently stable.